Manufacturer narrative:
Device history review; complaint history review; risk assessment; no relevant issues were found in the manufacturing records of the device lot that may have contributed to the reported event. The device was not returned, therefore, visual inspection and functional inspection could not be performed. The plausible root cause of the reported event cannot be determined conclusively as the instrument was not returned and insufficient information was provided.

Event description:
It was reported that; the screwdriver fractured when inserted the screw.

Event description:
It was reported that; the screwdriver fractured when inserted the screw.